Event description:
The customer reported that the device failed the pacer test.

Manufacturer narrative:
The customer reported that the device failed the pacer test. The customer localized the issue to a failed pads cable. The customer was sent a replacement cable.